Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
The customer reported that the radical-7 sometimes does not power on. Additionally, it was reported that the speaker sometimes does not function as intended and makes a "crackling" sound. No consequences or impact to patient were reported.